Event description:
It was reported that a vns pt underwent prophylactic generator replacement as the generator was nearing end of service. The explanted generator returned to the manufacturer. Results of diagnostic testing indicated that the device was operating properly, however, diagnostic testing estimated time to eos was 3.1 years at the returned settings. Review in product analysis of the generator's source code in conjunction with the programming history exports indicated that the data in the diagaccumconsumed memory locations revealed that 106.878% of the battery had been consumed. The generator's battery voltage was verified to be above the 2.0 v eos threshold and delivering stimulation as intended. Electrical test results showed that the pulse generator was operating within specification. Visual inspection results revealed no external device abnormalities. Further more, review of the generator's as received source code revealed that an incorrect diagonconcumedm value, 3655, was stored within the generator. The correct diagonconsumedm value for a frequency of 30 hz and pulse width of 500 microseconds is 2984. CAPA (B)(4) investigated the issue and found the parameter diagonconsumedm is used by the demipulse generator and the handheld programmer to estimate device longevity. A design change in the equation used to assign the value of this parameter was not implemented in the manufacturing test system software that initializes the value of diagonconsumedm in the generator. The root cause leading to this implementation problem relates to design change control in that the incorrect assessment that a programming event executed later in the manufacturing process would correct the value of diagonconsumedm in the generator. This was corrected for existing inventory through rework documented in stop ship order (B)(4). The root cause of the bias in diagonconsumedm is that a design change was made to the equation that calculates a parameter (diagonconsumedm) in the longevity calculation; a corresponding change was not implemented in the manufacturing test system software. Moreover, the inaccurate battery life longevity estimation has not resulted in any adverse events, nor does the manufacturer expect that it will result in any adverse events in the future.

Manufacturer narrative:
=Review of the demipulse design history file (firmware and software detailed design) and design master record was performed. Bias in the parameter, used in the longevity calculation, loaded into the generator was identified. The root cause for the bias in the parameter used in the longevity calculation of the generator was due to an implementation problem of the longevity equation revision used to assign the value of this parameter in the manufacturing test system that initializes the value of diagonconsumedm in the generator.